Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion, (B)(6) and wound drainage are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addressed the possible outcome of erosion as follows: ¿there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion my include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required.¿ ¿re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree or erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases.¿ ¿caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion.¿ caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract.¿ ¿caution: anti-inflammatory agents, which may irritate the stomach, such as aspirin and non-steroidal anti-inflammatory drugs, should be used with caution. The use of such medications may be associated with an increased risk of erosion.¿ ¿caution: insufficient weight loss may be caused by pouch enlargement or more infrequently band erosion, in which case further inflation of the band would not be appropriate.¿ device labeling addresses the possible outcome of an infection as follows: ¿infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.¿

Event description:
Health care professional reported as "erosion. Seen at clinic for redness at port site. Purulent discharge aspirated - band removed." The explanted band will be returned. No replacement planned. Follow-up findings: fluid aspirated around port day before surgery, sent for c&s showing heavy growth (B)(6), admitted to hospital that day to have band removed.